Manufacturer narrative:
The complaint was forwarded to our catheter supplier vygon gmbh for evaluation. The investigation summary is as follows. Microscopic inspection showed that the catheter was partly torn out of the fixation wing as a typical rough surface was seen. This type of defect is typically related to tensile traction following the use of alcohol-based disinfectants. The user confirmed that the alcohol-based disinfectant chloraprep was used. This is the sixth complaint received for these batches and the 6th complaint received for catheter leakage on code 4g07125231 within the last 3 years. All complaints were from this account in (B)(6) 2019. As each catheter is leak and flow tested before packaging, we do not believe that this is due to any manufacturing defect. We advised the account to use caution when cleaning catheters as per the IFU, "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." No abnormalities were found during batch history records review. The issue could not be determined to be caused by manufacturing, therefore no further corrective action will be initiated at this time.

Event description:
Catheter was flushed and there was no sign of a leak.the line was inserted and flushed again, with no sign of a leak. When they went to dress the catheter, they did a final flush and there was a leak just distal to the extension set and wings, where the wings connect to the catheter. They inserted a new PICC line. No apparent harm to the patient.

Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of completion.

Event description:
Catheter was flushed and there was no sign of a leak. The line was inserted and flushed again, with no sign of a leak. When they went to dress the catheter, they did a final flush and there was a leak just distal to the extension set and wings, where the wings connect to the catheter. They inserted a new PICC line. No apparent harm to the patient.